Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline did not deploy on the distal side. The patient was undergoing surgery for treatment of a saccular, unruptured, right ic aneurysm with a max diameter of 12mm and a 6mm neck diameter with a landing zone of 4x5mm. It was noted the patient's vessel tortuosity was moderate. It was reported that at the time of deployment from the microcatheter, the part on the distal side did not deploy. It became difficult to place the device, and so the procedure was stopped and it was retrieved. The pipeline was not in a tortuous part of a blood vessel, less than 50% had been deployed, and the device was re-sheathed three or more times. No additional actions were taken to resolve the nondeployment. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event.